Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/18/2014 with the following findings: the pump powers to verify screen with audible and vibratory features. No damage observed to piston cap. No debris observed in cartridge compartment. Performed rewind and load cartridge successfully, then primed cartridge to 170u. Removed cartridge and verified cartridge was at 170u. Reinstalled cartridge. Performed rewind, then load once again. Piston stopped at 170u, display correctly read 170u. Investigators were unable to duplicate complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.